Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a faulty infusion set's cannula as it was sticking out which resulted in the needle not going into the skin. Therefore, he tried to treat it with a bolus via pump, but on (B)(6) 2021, the patient went to the emergency room and was subsequently hospitalized. His highest blood glucose level was over 600 mg/dl and the infusion had been used for 2-3 days. While in the hospital, the patient was admitted to the intensive care unit for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2021, the patient was released from the emergency room/hospital. Moreover, he did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.